Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted using the standard cusp overlap technique. The initial deployment attempted was at a slightly deep depth, therefore was recaptured. The valve was re-deployed at a depth of 3 mm. The depth was assessed on fluoroscopy and was fully released. Moderate paravalvular leak (pvl) was reported. The implanting physician post dilated the valve using a 24 mm non-medtronic (atlas gold) balloon. The patient was rapid paced at 150 beats per minute (bpm) during the post dilation. During peak inflation of the balloon, the left ventricle pacing wire lost capture and a spike in blood pressure was reported. During the spike in blood pressure, the balloon was forced upwards and the valve embolized into the ascending aorta. The dislodged valve was clear of the coronary arteries and the patient was reported to be stable. The valve became lodged between the sinotubular junction (stj) and the brachiocephalic artery. A gooseneck snare was used to secure the embolized valve whilst a second transcatheter valve was prepared. The second valve was delivered through the dislodged valve. This valve was deployed at the same depth as the previous valve, approximately 3mm below the annulus. The outflow of the second valve rested and fixed inside the inflow portion of the dislodged valve. Hemodynamics were assessed with echocardiogram prior to vascular closure and with all wires/catheters removed from the left ventricle. The echocardiogram suggested trivial to mild pvl with the second valve. Angiogram was performed between the two implanted valves, which also demonstrated trivial pvl and good coronary perfusion. Zero gradient was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: review of the returned static image confirms the event description report. The image shows a premature ventricular contraction (pvc) which caused a sudden rise in the patient¿s intrinsic blood pressure. The sudden rise in blood pressure during a post dilation supports the event as described, which resulted in the valve becoming dislodged into an aortic position. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. As a result of the pvl, the balloon aortic valvuloplasty (bav) was performed, which led to the valve dislodging. This event does not indicate device misuse or malfunction updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.